Manufacturer narrative:
Healthtronics field service engineer evaluated the device by simulated use testing. An open circuit was found. The device was repaired and returned to the customer.

Event description:
X-ray system failed to produce adequate x-rays for stone localization. Treatment aborted.